Event description:
The customer received a blood glucose reading of 125 mg/dl using his contour meter and a reading of 265 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.